Manufacturer narrative:
Results: the px slim was kinked approximately 10.0 cm from the hub. The distal tip ptfe liner was delaminated from the pebax extrusion. Conclusions: evaluation of the pc400 revealed that the embolization coil was stretched and the coil windings were offset. This damage likely occurred due to forceful handling during use. Further evaluation of the pc400 revealed that the embolization coil was detached from its pusher assembly. This type of damage likely occurred due to forceful attempts to retract the pc400 against resistance, which resulted in an unintentional detachment. The pusher assembly to the pc400 was not returned for evaluation. Evaluation of the returned px slim revealed that the ptfe liner at the distal tip was delaminating from the pebax extrusion. The root cause of the delamination could not be determined. The delaminated distal tip of the px slim likely contributed to the resistance that was experienced right after the coil exited px slim. Further evaluation of the px slim revealed a kink in the proximal shaft. This kink was likely incidental and may have occurred due to improper handling while packaging the device for return. Penumbra devices are visual inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00254.

Event description:
The patient was undergoing a coil embolization procedure in the left renal vein using penumbra coils 400 (pc400¿s). During the procedure, the physician placed an angiographic catheter in the target vessel and successfully deployed and detached two non-penumbra coils. The physician then advanced a px slim delivery microcatheter (px slim) through the angiographic catheter and positioned the tip of the px slim within the already-implanted coils. While advancing a pc 400 through the px slim, the physician experienced resistance right after the coil exited the tip of the px slim and the pc 400 became stuck. The physician then attempted to retract the pc400; however, the pc 400 would not retract. After several attempts to retract the pc400, it unintentionally detached from the pusher assembly in the px slim. The physician then forcefully attempted to push the coil into the target vessel; however, this was not successful. Therefore, the px slim was removed with the detached coil inside. The procedure was ended at this point. There was no report of an adverse effect to the patient.